Manufacturer narrative:
Device evaluation summary: a visual inspection showed the glidescope video laryngoscope was separated along the seam from the tip to the camera and a piece of the blade on one side was broken off. The broken piece was not returned. On (B)(6) 2013 safety alert notice c/r 3022472-5-07-2013-0001-c was issued at all customers to provide additional safety info to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage.

Event description:
The user stated that after completing the procedure, he noticed the glidescope video laryngoscope was splitting at the seam and the tip was broken. The broken piece was still connected and came out of the mouth in one piece. The procedure was successful with no pt harm.